Manufacturer narrative:
(B)(4). Date sent to FDA: 10/17/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure and absorbable straps were used. The first strap fired and it did not fixate the mesh to the tissue. There were no adverse consequences for the patient reported. No additional information was provided.